Manufacturer narrative:
(B)(4).

Event description:
It was reported that broken sensor wire occurred. It was indicated that the patient used an expired sensor, which is off-label usage of the device. The sensor was inserted into the abdomen on (B)(6) 2021. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported, that broken sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2021. The product was evaluated. An external visual inspection was performed and failed, which found that sensor wire. The wire is not present or inside the needle or anywhere else in the device. Analysis would not be able to confirm complaint or determine, a probable cause. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported, that broken sensor wire occurred. It was indicated, that the patient used an expired sensor, which is off-label usage of the device. The sensor was inserted into the abdomen on (B)(6) 2021. The product was evaluated. An external visual inspection was performed, and found that sensor wire was undetermined, because sensor wire is missing. Analysis would not be able to confirm, complaint or determine a probable cause. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
Com- (B)(4).

Event description:
It was reported that broken sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2021. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that broken sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2021. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.